Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to sleep with the pump at a battery charge of 20% or less, as the customer had forgotten to charge the pump. Subsequently, the pump shut down during the night, due to insufficient battery power. The customer awoke in the morning with blood glucose (bg) level in the 500s range (mg/dl) with ketones. The customer charged the pump and was able to resume insulin delivery. The customer reported that bg level has returned to target. During troubleshooting with tandem technical support, review of pump data confirmed that prior to the pump shut down, multiple low power alerts and a low power alarm occurred, and were not addressed by charging the device.